Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 2.0x30mm, de novo target lesion containing a bend of >45 and <90 degrees was located in a severely calcified and moderately tortuous left anterior descending artery (lad). Predilation was performed using a 2.0x20 apex balloon catheter. Upon advancing a 5mm x 15mm quantum maverick balloon catheter to cross the lad, the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was loosely folded. There were multiple shaft and hypotube kinks. The hypotube was completely separated 30.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation and kinks were attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 2.0x30mm, de novo target lesion containing a bend of >45 and <90 degrees was located in a severely calcified and moderately tortuous left anterior descending artery (lad). Predilation was performed using a 2.0x20 apex balloon catheter. Upon advancing a 5mm x 15mm quantum¿ maverick¿ balloon catheter to cross the lad, the shaft fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.